Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient to remove the existing sensor and insert a new sensor; patient wiped the bottom of the sensor with alcohol and started the sensor session which was unsuccessful. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.